Event description:
It was reported a patient is experiencing tibial loosening and a peg rubbing the bone, creating a groove six years post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray 67mm, catalog #: 141232, lot #: j3554941. E1 vngd ps tib brg 63/67x12, catalog #: ep-183622, lot #: 825360. Van ps open intl fem-rt 62.5, catalog # :183106, lot #: 476870. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.